Manufacturer narrative:
(B)(4). On an unknown date in 2000, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was unknown if the patient was hospitalized for the peritonitis. Treatment was not reported. The outcome of the peritonitis event was unknown. At the time of this report, extraneal therapy was ongoing. No additional information is available.